Event description:
During tube warmup initiated by the overnight technologist, an internal device component became dislodged. No other personnel were present in the scan room or nearby at the time of the event. The dislodged component contacted the system covers, and the rotating gantry was observed to show signs of separation from the stationary gantry. No patient or user injury occurred.

Manufacturer narrative:
D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs wso - 3000 n grandview blvd. USA waukesha, wi 53188. Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation has been completed.